Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery as the tibial component is in a subsided position and patient has pain.

Manufacturer narrative:
Correction: h6 (result) code. The reported event could be confirmed based on assessment of available CT scans by a medical expert. The device inspection was not possible, as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon assessment of available CT scans, the hcp opined that the described subsidence and migration of the tibial component can be confirmed with the provided information. The talar component shows some minor radiolucence, and loosening is possible, but this is not clear. The underlying cause of the failure is not clear, but is likely patient-related due to poor bone substance. Failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information¿such as clinical status, exact symptoms, range of motion of the patient, and assessment of the treating physician¿is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure, and/or the device in relation to the cause of the failure. The failure was most likely caused by poor bone substance. However, more detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery as the tibial component is in a subsided position and patient has pain.